Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle clog. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "item 320122 lot # is unknown found 27 pen needles from 2 boxes clogged during injection. Discarded samples. Informed proper placement and to complete a flow check with her tresiba pen 46 units." 27 occurrences were reported.